Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 proposed component code: mechanical (g04)- head. Visual examination of the returned product identified signs of being implanted worn / foreign material for both devices. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Root cause unchanged. This complaint is confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00784800200lot number: 61483244 brand name: m/l taper neck, catalog number: 00771300600 lot number: 60910176 brand name: m/l taper stem, catalog number: 00620005622 lot number: 61374977 brand name: acetabular shell, catalog number: 00630505636 lot number: 61016826 brand name: xlpe liner, catalog number: 00625006525 lot number: 61474950 brand name: trilogy bobe screw. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03310. Medical records were provided and reviewed by a health care professional. Review of the available records identified quite a bit of fluid under pressure consistent with adverse local tissue reaction to modular neck. Abductor mechanism was completely damaged and engulfed in local tissue reaction. There was a rim of dead bone proximally including most of trochanter but remaining bone distally was in good condition. The acetabular and femoral components were well fixed and removed without any complications. All zimmer biomet products were removed and stryker components were implanted. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent hip revision surgery approximately 3 years post implantation due to pain, adverse local tissue reaction, corrosion, and metallosis. Attempts have been made and no further information has been provided.